Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional confirmed rupture. Healthcare professional additionally reported "seroma", "swelling", "fluid extraction", and "possible hematoma." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "rock hard", "torn", and "mixed with blood".

Event description:
Patient reported a right side "rupture." Patient also reported "rock hard, torn", and "mixed with blood." Device remains implanted